Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system has recorded atrial flutter events on the right ventricular channel due to oversensing. Boston scientific technical services (ts) and confirmed that since implant were events of farfield of atrial fibrillation resulting in pauses in pacing > 2 seconds on multiple events. Ts suggested to perform testing at clinic. The lead requires further evaluation. This system remains in service. No additional adverse patient effects were reported.